Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged the morning after implant. It was noted that during ra lead repositioning the left ventricular (lv) lead dislodged. The ra lead remains in use and the lv lead was explanted and replaced. No patient complications have been reported as a result of this event.